Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had become blank while the pump was still able to vibrate and emit audio tones. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was moisture behind the display lens. When the pump was powered on, there was no display screen, sounds, or vibrations. There was no observed cracks or damage to the pump case. No corrosion was visible inside the battery compartment or cartridge compartment. A leak test found a display lens leak. Moisture residue was found on all internal components and circuit boards. The initial complaint of a blank display screen could not be investigated due to the pump not being able to power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.